Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective reagent probe and sample probe. The fse replaced the reagent probe and sample probe to resolve the issue. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low patient results on their dxc 700 au clinical chemistry analyzer. The customer did not specify the affected analyte. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.